Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 chemistry analyzer over the phone. The customer replaced the sample probe to resolve the issue. The customer repeated the patient sample and obtained results considered correct by the customer. No further issues were noted. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographic.